Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Shoulder trauma in 2017, with rupture of greater tuberosity and humeral head impaction and rotation. In (B)(6) 2019 implantion of a pyc hemi flex because of persistent pain. This pain did not stop and the dr found that he had wrongly positioned the prosthetic head, because of the lack of proper reference due to traumatic head rotation. So the prosthetic head was too proud (overstuffing the glenoid) and wrongly orientated (was about at 150° and should have been at 137°). After 8 months he reoperates, remove head and stem, recut and replace by a cemented stem at 137° with the same dimension head 41x15 high offset.